Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device was found to be at end of life by manufacturer representative and deemed inoperable. Surgical intervention occurred to explant and replace the device on (B)(6)2024. Therapy was restored.